Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept shutting off. The insulin pump will turn back on. It happened at least four times that morning. The bottom of the battery compartment was brown. Customer's blood glucose level was 108 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with blank display, problem isolated to mother board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify lost sensor alarm due to blank display. The device had minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.